Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. 4 sensors were reported (serial numbers unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported inaccurate reading issues with 4 of their adc devices. The user report further indicated that ¿all 4 were wildly inaccurate compared to a finger stick. All 4 have been off almost every reading by 20 to 50 points. To test the accuracy, I've been doing finger sticks most every time I've read the sensor¿. There was no report of an adverse event or third-party intervention due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.